Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has been re-implanted. It is not known why this explantation took place. The explantation form states that there was an impedance change and an electrode failure.

Event description:
The user has been re-implanted. It is not known why this explantation took place.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or malfunction which is expected to have been present whilst implanted. Mechanical damages found are most likely attributable to the removal surgery. Based on the limited information received from the field, the device with a form 24 electrode was explanted and a flex 28 electrode was re-implanted. Therefore, an inadequate electrode selection at initial implantation seems to be the most likely cause for re-implantation. Also, from the received in situ measurements, nothing is pointing towards a technical implant failure. This is a final report.